Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. All operating currents were within specification. The off no power alarm functioned properly. However, the pump was stuck in a motor error alarm loop during the bolus/basal delivery, and an error alarm was confirmed in the history file. No other alarms were noted. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error test, excessive no delivery test and occlusion test due to the motor error alarms. The pump had minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor position encoder error alarm followed by a motor error alarm during a bolus. Customer's blood glucose was 187 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer also reported a hospitalization event on (B)(6) 2015. Customer stated their blood glucose declined to 42 mg/dl during this event. Customer stated they would call back to provide further information about the hospitalization. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.